Manufacturer narrative:
(B)(4). Information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device deployed scissored clips. This device was used to complete the procedure. There were no adverse consequences for the patient.